Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Correction: the PMA/510k date was filed incorrectly on the initial medwatch report as 5/6/2019, but should have been 5/13/2019. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported failure to deploy could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy, as it could not be confirmed during return analysis testing; however, factors that may contribute to failure to deploy the stent include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, the 3.0 x 28 mm xience sierra stent did not deploy. The procedure was successfully completed with a 3.0 x 30 mm non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.